Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve had flow issues the following information was received by the initial reporter with the following verbatim unable to flush fluid through device. When did the incident occur? During use.

Manufacturer narrative:
One 2000e7d sample from lot 1024928 was received for investigation of (B)(4), in which the customer has stated: "unable to flush fluid through device." No samples of the product(s) used to access the smartsite were provided to aid the investigation. Examination of the returned sample found no damage, deformity, or defects which might explain the customer's experience. Functional testing was also performed using bd plastipak syringes from stock, during which no connection issues were observed and the sample was flushed successfully. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 1024928 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. In this instance, a definitive root cause of the customer's experience could not be determined, as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. However, previous investigations into other reports of this nature have found that certain features on the surface of the male luer of the connecting product, including flash or a raised edge to the tip of the male luer, can cause intermittent restricted flow due to pinching of the blue piston of the smartsite which subsequently does not allow it to open fully. This can often be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. The connecting product(s) in use at the time of the customer's experience was not received for investigation; therefore, it was not possible to confirm if the connecting product may have contributed to the reported issue. A review of the customer advocacy feedback database indicates that instances of this nature are rare, with a small number of similar reports received against the smartsite component in the last 12 months.

Event description:
No additional information.